Event description:
It was reported that the homechoice (hc) device emitted a burnt odor. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection found no issues. Due to the reported problem of burnt odor, an internal and external inspection of the components were performed. All components (including fuses and power cord) were found to be in good condition. Electrical systems were checked with no issues noted. Functional testing including a simulated therapy was conducted with no issues noted. Service history review of this serial number involved in this complaint was performed. Specifications were met during previous service process. There are no previously reported problems that were same as or similar to the event reported. There were no recorded events during the service process carried out to this equipment that could have contributed to the reported problem. Per the evaluation, there was no failure or malfunction identified that could have caused or contributed to the reported issue. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is being evaluated. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.